Event description:
Related manufacturer report number: 2017865-2022-07349, 2017865-2022-07350. It was reported during remote follow up that the pacemaker exhibited noise on both the atrial and right ventricular leads with noise reversion. The noise was oversensed on the atrial channel which caused the right ventricular lead to respond and pace inappropriately. No high ventricular rate alerts noted. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.

Event description:
New information received notes that programming changes were made following further atrial oversensing events. The patient was stable and asymptomatic.